Event description:
It was reported that the cuffs on smiths medical trach tubes were not inflating properly and were rupturing on one side. The patients sats were going down. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: type of reportable event: serious injury.